Event description:
The patient called to report that ever since they had their new device implanted they have been getting pvc's (premature ventricular contractions). The patient also stated that something just does not feel right and was wondering if something was wrong with the device. Follow-up was conducted and it was reported that the patient had not been seen or heard from for about nine weeks, since about a week after the implant. At that time there were no reported events or complications. Any additional relevant information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.